Event description:
Wife of home pt reported home pt felt pain in his shoulder, similar to excess air, while performing automated peritoneal dialysis therapy with the homechoice set. According to the home pt's wife, the home pt had been connected to the set prematurely during the priming stage of the homechoice setup. Consequently, the pt line of the set was not purged of air when home pt connected himself. Home pt's wife states there was no pt injury or medical intervention as a result of this incident.